Manufacturer narrative:
Section d10 references: product ID tm90d0 lot# serial# (B)(6) 2024: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative reported that the communicator stopped working because it would not connect to the handset to view the dbs therapy app; the patient would see communicator not found. Rep said they didn't know why the communicator wasn't working and said they didn't know if the implanted device was working. The rep said that the patient had been declining and felt very weak. Rep said that patient has parkinson's disease and their voice was very shallow and the patient hadn't called patient services (ps) yet because they didn't have the energy to do so. Rep was not with patient or equipment. Rep is going to have patient call ps with equipment to troubleshoot. Additional information received from the consumer reported they didn¿t know if the problem was the handset or the communicator as they were both recharged. The consumer tried to put the communicator in different positions, including on top of the neuro stimulator, but the results didn¿t change as they were seeing ¿no device found¿ and unable to connect. To resolve the issue the patient was referred to a local neurologist who was able to change the battery with a rechargeable one.